Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified left anterior descending coronary artery. A 2.50 x 12mm nc trek balloon dilatation catheter (bdc) was used for a kissing balloon technique and was inflated. The device was simply withdrawn when it was noted that the proximal shaft had separated into two pieces. Another nc trek bdc was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.